Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, and it is found that the cap is not correctly aligned with the screw head causing that the rod is not fully seated confirming the allegation, due to the poor quality of the pictures it was not possible identified other issues. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed for the device. There is no indication that a design or manufacturing issue has caused the complaint condition hence the root cause cannot be established. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: mni. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from spain reports an event as follows: it was reported that on (B)(6) 2024 during an unknown procedure, there was an issue with the cortical fixation screw in question. As the core of the screw was turned, the surgeon was unable to reduce the rod because it stopped. The screw was removed and replaced with another one of the same type. The surgery was completed successfully with a delay of 10 minutes. No fragments were generated. There was no adverse patient impact. No additional medical intervention was required. No further information is available. This report is for a viper system fenestrated cortical fix polyaxial screw 5.5 x 6 x 45mm. This is report 1 of 1 for (B)(4).